Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was inaccurate and pump shutdown. Customer also received a continuous glucose monitor (cgm) error 42. Customer's blood glucose was not impacted. Pump was reset to resolve the issue.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified and a different issue was identified.